Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 12, a failure occurred upon insertion. Patient presented with insufficient bone quality/quantity, nerve encroachment and implant mobility. The bone was grafted with a cortico-cancellous mix. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 12, a failure occurred upon insertion. Patient presented with insufficient bone quality/quantity, nerve encroachment and implant mobility. The bone was grafted with a cortico-cancellous mix. The implant will be forwarded to the manufacturer for investigation. There were no reported patient injuries or post-operative complications.